Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 800 - 1100 mg/dl. The customer was hospitalized in the intensive care unit and treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.